Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus port on the micro processor unit (mpu) printed circuit board assembly had a part stuck from the stylus. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stylus would not work intermittently. Replacement of the stylus was tried. The programmer was returned for repair. No patient complications have been reported as a result of this event.